Event description:
The report received from the field states that after the sheath was pulled, only 1/2 of the sheath was intact. The remainder of sheath was taken out. The sheath package was discarded in the cath lab itself as the patient had already completed the procedure. No additional information has been provided.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The report received from the field states that after the sheath was pulled, only half of the sheath was intact. The remainder of sheath was taken out. The sheath package was discarded in the cath lab itself as the patient had already completed the procedure. No additional information has been provided. Multiple attempts to retrieve detailed information about the procedure and the event were unsuccessful. The device was not returned for evaluation. A review of the manufacturing records could not be conducted without a lot number. With the limited information available, and no product return, the complaint could not be confirmed and no determination regarding potential contributing factors could be made. Additionally, without the product for analysis and without a lot number to conduct a DHR review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore no corrective and preventive actions will be taken at this time.